Manufacturer narrative:
Allegation related to pump collapse was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis confirmed pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was experiencing a sticky inflatable penile prosthesis(ipp) pump. The patient has not used the ipp yet and upon activation the device was not working and was too hard and stuck to use. The patient had a surgical procedure to revise the pump after trying to activate the device too early. There were no patient complications related to this device.

Manufacturer narrative:
Additional information received that the patient had a revision surgery shortly after he reported that the device was not working. The patient had tried to activate the device to early. The surgeon is working with senior colleagues for troubleshooting. Same system components: reservoir, model number: 7210185, lot number:1000325339.

Event description:
It was reported that the patient was experiencing a sticky inflatable penile prosthesis(ipp) pump. The patient has not used the ipp yet and upon activation the device was not working and was too hard and stuck to use. The patient had a surgical procedure to revise the pump after trying to activate the device too early. There were no patient complications related to this device.

Event description:
It was reported that the patient is experiencing a sticky inflatable penile prosthesis(ipp) pump. The patient has not used the ipp yet and upon activation the device was not working and was too hard and stuck to use. There were no patient complications related to this device.